Manufacturer narrative:
(B)(4). Product surveillance spoke with the peritoneal dialysis (pd) registered nurse (rn) on (B)(6) 2010, who stated there was no patient injury or medical intervention associated with the incident. The patient has continued therapy on the cycler with no further issues. This complaint for a system error 2240 (air in set) that occurred during the initial drain was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number was not provided; therefore a batch review cannot be conducted. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 (indicating air in the set) on the homechoice (hc) machine during the initial drain. The registered nurse (rn) stated the home patient (hp) had disconnected during therapy. The hp had reconnected, so was connected at the time of the alarm. The rn ended therapy and would use new supplies. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.